Manufacturer narrative:
(B)(4). (B)(6). A ship history to the account for the year prior to the reported event date was performed. A lot history record review was completed for lots 25121279, 25121457 and 25121617 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4). (B)(6). A lot history record review was completed for the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. All pieces were removed from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
On 03/01/2016 02:45 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Cs-cpl-2016-00103; (B)(6)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. All pieces were removed from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.